Event description:
It was reported that: "cuff pilot "collapsed" when in use on patient. There was no reported patient harm or consequence."

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn# (B)(4). The returned sample was tested for deflation, normal inflation and over inflation. No leak was detected and the cpv indicator is responding well to the pressure of the cuff. The sample was fully deflated with cpv indicator at yellow zone and no leak on product. The sample then inflated until green zone and no leak was found. The sample was overinflated, and the indicator was at "red zone. The cpv indicator immediately returns to yellow zone after the pressure was release or equal to zero. The device history record for lot number was reviewed and no issue related to complaint was noted. From the sample review, there is no problem found with the sample either visually or functionally. The product was able to be deflated and inflated and the indicator also will show that the cuff is over inflated when the cpv indicator is at red zone. The complaint investigation concluded that the complaint is "non-manufacturing related" as the root cause is "no problem found on sample". Therefore, no further escalation or additional actions are required. This will be monitored for any developing trends.

Event description:
It was reported that: "cuff pilot "collapsed" when in use on patient. There was no reported patient harm or consequence."